Event description:
It was reported that before implantation of the device the patient had post-op wound or skin contamination (incontinence, etc.). Perioperative antibiotics were administered. The pump was last refilled at the time of implant. The patient removed the dressings two days after the pump implant. Three days prior to the date of report there was onset/diagnosis of the infection, which was primarily located in the device pocket. Signs and symptoms of the infection included fever, redness, and swelling. A culture was obtained from the device pocket and the type of organism cultured was (B)(6). As a result of this event hospitalization was required. The system was explanted due to the infection. Treatment instituted for the infection included intravenous (IV) antibiotics. The infection resolved and the patient did not experience drug withdrawal. The patient¿s status at the time of report was alive with no injury. The device was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).